Manufacturer narrative:
Correction: correcting h10 of initial medwatch; the phenomenon of video was interrupted/becomes temporarily dark was not reproduced at the repair department. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10 of initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, intermittent image was noted, and resistance was felt when attaching/detaching the light guide due to ageing of the scope connector. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a therapeutic procedure, the video with the visera elite ii video system center was interrupted (it became temporarily dark). Subsequently, the intended procedure was completed with the same device. There was no harm or user injury reported due to the event.